Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that presenting and stored atrial tachycardia response (atr) and right atrial automatic threshold (raat) electrogram (egm) showed noise and oversensing with inappropriate mode switches. Additionally, small atrial amplitudes were frequently noted, raat was stable and pacing impedance measurements were in range, except for one small decrease from 526 ohms to 482 ohms in the last 6 months. Approximately one month later, an alert was generated for an out-of-range atrial pacing impedance measurement with noise detected and presenting as atrial fibrillation (af). The specific out of range impedance value was not available at the time of transmission. Noise and oversensing was noted and the presenting electrogram (egm) showed possible intermittent loss of atrial capture. Lead assessment with a programmer was recommended. The system remains in service and no adverse patient effects were reported.